Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported, during transurethral cystoscopy lithotripsy in the bladder the sheath near the handle of the ncircle tipless stone extractor was "broken". A second same type device was used to complete the procedure. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the open position and basket formation in the closed position. The basket sheath was cut at an angle towards the flare starting 7 mm from base of flare; the length of the angled cut is 5 mm. The male luer lock adapter (mlla) was returned attached to shipping holder instead of the handle. The mlla was removed from shipping holder and attached to udh handle, and a functional test was performed. During the first attempt, the handle actuated the basket formation without issue. During a second actuation, the cannula assembly exited the cut area. While handling the device during investigation, the cut area completely separated and had mating fractures. Visual exam noted white stress marks at edge of the cut. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, cook has concluded that the cause for the damage could not be conclusively determined. It is possible that procedural factors such as the location of the stone(s), the path of the sheath during use, or user technique could have caused or contributed to the damaged sheath. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during transurethral cystoscopy lithotripsy in the bladder the sheath near the handle of the ncircle tipless stone extractor was "broken". A second same type device was used to complete the procedure. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.